Event description:
The reporter stated the surgeon partially inserted a aq2010v three piece silicone lens. The lens was partially inserted into the pt's eye. Part of the lens remained in the injector system. The surgeon did not like the way the lens was going in the eye and pulled back the injector and removed the lens from the eye. The surgeon pushed the lens out of the injector and decided to reload and re-attempt insertion. It was noted that the optic was torn when re-load was attempted. There was no pt injury. Another same model and size lens was implanted. Reporter stated there was no malfunction.

Manufacturer narrative:
Eval results: a visual inspection of the returned product found piece of optic is torn off and missing. There was evidence of clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvements were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).